Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences, with no recurrence of the malfunction after the reset.